Event description:
A user facility reported that there "seems to be problems with dispensing" this product, that sometimes it comes out easily and other times it requires a major push which is unsafe for use in the eye. There was no pt involved. No further information is expected.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No further information is expected. (B)(4) .